Manufacturer narrative:
Device not returned to manufacturer for evaluation; still implanted in patient. Device not returned to manufacturer.

Event description:
Orthologic representative stated that surgeon had previous irix-a case with alleged screw migration, but didn't provide great detail about the surgery. Orthologic representative specified that slight migration of screws was seen at follow-up exam. Orthologic representative specified that fusion was observed in the patient at the follow-up exam, and revision was not being considered. No other information is available.